Event description:
It was reported that the advancer brake failed. A 1.75mm rota advancer and rotawire guidewire were selected for rotablation. During procedure during preparation, the brake did not work as it did not block the rotawire guidewire. The procedure was completed using another device. No patient complications were reported.